Event description:
The customer reported, the 9600+ system had a boot problem. No pt injury. The service rep booted the system and it operated as intended, but would power itself down at random intervals. No pt injuries.

Manufacturer narrative:
The service rep esd kit inspected and functional. Removed and replaced image processor. Verified system by making x-ray and producing an image on the left monitor. Flipped and roatred image 25 times, no duplication of reported error. Overall system functional checked and operating as intended.